Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The initial surgery took place on (B)(6) 2020. Four (4) months after the surgery, loosening of the l3 right set screw was found. Revision surgery to replace the set screw took place on (B)(6) 2021. During the surgery, l4/l5 screw were also found loosened and the surgeon re-tightened them.

Manufacturer narrative:
Review of the device history records did not identify any manufacturing or processing related irregularities. Investigation of the set screw showed that the threads are not deformed which indicates that set screw was not cross threaded. The bottom surface of the set screw was examined for wear patterns created against the construct rod during final set screw tightening. The expectation for the bottom surface of a set screw installed in a stable construct is a symmetric hour glass pattern. None of the three (3) screws examined demonstrated the expected hour-glass pattern: based on these findings, the anterior wear marks on the set screws indicate the set screw disengagement is a result of a nondistributed loading and non-normalized rod conditions at final lockdown.